Event description:
After the 5th forceps pass, significant bleeding occurred as blood (including clots) were backing up in patients trachea and et tube. Anesthesia proceeded with a double lumen tube to stabilize right lung bleeding while ventilating the left lung. Patient admitted to ICU as of 4pm on (B)(6) 2020. Patient has a history of ascites and cirrhosis. Updated about the outcome of the case from physician on (B)(6) 2020. The patient expired at 1am on (B)(6) 2020.